Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was switched to their backup controller for a dim pump running light. Following the exchange, no external power events occurred on the new controller despite the black power cable being connected. It was recommended that the emergency backup battery (ebb) be checked for full charge. If the issue persisted, it was recommended to exchange the controller. Related manufacturer's report capturing controller exchange: 2916596-2022-13917.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical no external power alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(6)). The submitted log file (b8311059) and the log file downloaded from the returned controller contained approximately 1 hour of data combined (31aug2022 from 10:47:36 to 11:50:40 per the timestamp). The log file captured the driveline being connected on 31aug2022 at 10:47:36 and the pump started operating at the set speed shortly after. Atypical no external power and low voltage hazard alarms activated when the white power cable was disconnected even though the black power cable was connected to external power; the alarms resolved when the white power cable was reconnected. The backup battery was in use during the atypical no external power alarm events. The driveline was disconnected on 31aug2022 at 11:50:05 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was tested in a mock circulatory loop and the pump operated at the set speed without any issues or atypical alarms, including when manipulating the cables. The power cables integrity was tested and no issues were observed. Although not observed during testing of the controller, the backup battery may have not been properly connected to the controller ribbon cable which resulted in the backup battery being active when only the white power cable was disconnected. The backup battery being in use activated the no external power and low voltage hazard alarms each time. Multiple requests for additional information were made to determine if the cause of the no external power alarms was determined and if any troubleshooting was performed; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the backup battery. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 02oct2017. No further information was provided. The manufacturer is closing the file on this event.